Event description:
It was reported that patient presented remotely via merlin.net and via clinic follow-up. The patient implantable cardiac monitor (icm) exhibited under sensing. No intervention or procedure were reported. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that the implantable cardiac monitor (icm) was not explanted.

Manufacturer narrative:
New information received that the implantable cardiac monitor (icm) was not explanted and remain implanted.

Event description:
New information received that the implantable cardiac monitor (icm) was explanted.